Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 300 oralpak 5ml azul hospital experienced foreign matter contamination. The following information was provided by the initial reporter: we've received about (B)(4) units that remain plastic residues inside the syringes, that are released from the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-05 h6: investigation summary the quality dep performed the investigation of the customer complaint, with informed the defect foreign matter. The image provided show particle inside the syringe barrel. According the DHR evaluation it was not observed any record to this issue. After evaluating the images, it show the same characteristic resultant from the migration of the lubricant oil present at chemical composition of the raw material used to syringe production, inherent to the product. This lubricant was called oleamide oil with responsible to the movement from the plunger and barrel of the syringe, without this component the movement is impossible. This element was specific to the health care applications, as oral syringe, also was classified at category 1 ¿ medical devices. No impact to the health. This product has been evaluated in accordance with iso 10993 "biological evaluation of medical devices", and complies with all relevant sections. See h.10.

Event description:
It was reported that 300 oralpak 5ml azul hospital experienced foreign matter contamination. The following information was provided by the initial reporter: we've received about (B)(4) units that remain plastic residues inside the syringes, that are released from the plunger.